Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule, which failed to attach, the capsule was found in the back of the throat near the pharynx when the post procedure check was completed with a gastroscope. There was no harm to the patient, the capsule was loose in the throat and retrieved endoscopically using biopsy pincer grips and before any harm could be experienced, and a second capsule was calibrated immediately following the failure of the first capsule and the procedure was completed without significant delay. There was nothing unusual about the patient or the procedure, the patient was still and well sedated, and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. The capsule has been in contact with blood, body fluids, respired gases, pathological specimens, or patients with communicable infection and was placed in biohazard bay. No lubrication was used to facilitate placement of the capsule and the delivery system and the capsule will be returned for investigation. A malfunction in the releasing system was the cause of the capsule failure. Possibly the capsule came off the device before suction was applied and the device was fired. All recommended guidelines and procedures were followed and the patient did not reattach upon the second intubation of the gastroscope to check the capsule position so the capsule should have been lower in the esophagus.

Manufacturer narrative:
Evaluation summary this report is based on information provided by medtronic investigation personnel and the sample that arrived. One bravo delivery device and one capsule were received for evaluation. A review of the product expiration date discovered this product was used before the expiration date. The returned sample met specification as received by medtronic. The visual inspection found no notable conditions. The customer reported bravo fail to attach to patient's esophagus. The reported condition was not confirmed. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.